Event description:
It was reported that during a liver resection procedure, the device white tissue pad within the jaws of the shear split apart and came off ( sounds like it may have been overheated when the jaw clamped down and melted the tissue pad). Pieces were retrieved from the patient. Procedure completed with same/like device. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.should the device be returned for analysis, a supplemental medwatch will be sent